Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having low blood glucose of 48 mg/dl and of the transmitter not working. Customer indicated that the transmitter eventually worked and no further assistance is needed. Troubleshooting found that the customer treated with the pump. No further details provided.